Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Product not available for return.

Manufacturer narrative:
The pump remains implanted. The controllers were not returned for evaluation. Review of the manufacturing documentation for (B)(4) confirmed that the controller met all requirements for release. Without the controllers or applicable data logs, analysis of the performance of the devices in relation to the reported event could not be performed. The reported event could not be confirmed. The controllers were related to the reported event but there is no evidence to suggest that a device malfunction caused or contributed to the reported event. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient who is part of an ongoing clinical study was admitted to the hospital for an elective controller exchange due to a loose pin on the current controller and the backup controller being faulty. The controller was exchanged successfully in the cardiomyopathy unit with the patient showing no ill effects. The patient then refused to remain in the hospital for observation and signed himself out against medical advice.